Event description:
It has been reported that an end user was in a (B)(4) power chair out in the rain, ran through a deep puddle, and the chair stopped going up a curb. The joystick is not recognizing the controller.